Event description:
It was reported that during an unknown procedure, the initial surgery was completed without incident. Two to seven days post-op, the patient was taken back to the or due to a leak. It was unknown how the leak was detected or repaired. No further information available at this time. Device is not available to be returned.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.